Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 228 mg/dl. The customer could not recall any events leading up to the hospitalization. The customer stated that she may have over-bolused. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can br drawn at this time. We therefore, consider this report complete to the best of our knowledge.